Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: (B)(4) implantable defibrillator (B)(6) 2004. (B)(4).

Event description:
It was reported that the pace/sense portion of the right ventricular lead was fractured. A new pace/sense lead was implanted and the high voltage portion of the lead remained in use. Subsequently, the pace/sense lead was oversensing and non-sustained ventricular tachycardia episodes were noted. Both right ventricular leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the distal conductor was flexed/fractured and the right ventricular defibrillation conductor was cut/fractured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.